Event description:
It was reported that during a left common iliac stenting treatment procedure, stent deployment difficulty occurred. The target lesion was located in the left common iliac. During deployment the stent became caught up in the deployment system. The physician was able to pull back the delivery system and the sheath to deploy the stent in the intended location. The procedure was completed with this device. There were no reported patient complications and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).